Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. On (B)(6) 2021 at the 1-year follow-up transesophageal echo (tee) visit, thrombosis was observed on the surface of the watchman device on the atrial side. The patient was reported to have recovered from this event. No additional information is known at this time.